Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects coming out of suction port, due to clogging of the suction tube in the universal cord and foreign objects coming out of the distal end, due to clogging of the channel tube. There was no patient involved.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the presence of foreign materials in the suction channel and the instrument channel were not specified; it could not be confirmed whether there was a deviation from the instructions for use reprocessing steps. The foreign material residue point was confirmed to be free from deformation. Therefore, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in " gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection ", and preventative measures in "gif/cf/pcf-290 series reprocessing manual chapter 3 ¿cleaning, disinfection, and sterilization procedures". Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.